Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 444 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with troubleshooting and the issue of the no delivery alarm was resolved with a set change. However, the customer called back stating that they experienced more issues with their insulin pump and would like a replacement. The customer sent their insulin pump back for analysis.